Event description:
It was reported that the procedure was to treat a 70% stenosed, eccentric lesion in the proximal right coronary artery. Pre-dilatation was performed and the 4.0 x 15 mm multi-link 8 stent delivery system (sds) was advanced to the lesion without issue. The sds was inflated to 16 atmospheres (atm), for 10 seconds. When the sds was attempted to be removed, resistance was noted. The sds could not be removed and it was thought that the balloon fold was not completely re-wrapped, and caught with the implanted stent. There was no issue noted during inflation and deflation. The sds was pushed and pulled, but the sds could not be removed. The guiding catheter was advanced ostial, and the balloon was inflated at a low pressure, then deflated to pull the sds out of the vessel, but this was unsuccessful. An additional guide wire and balloon were advanced inside the multi-link 8 stent. The balloon was inflated, and the multi-link 8 sds was finally able to be removed. There was no damage to the implanted stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: rinato, fielder fc; guide cath: taiga 6fr jr4.0. Evaluation summary: the device was returned for evaluation. The reported winged fold was confirmed. The reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.